Manufacturer narrative:
(B)(4).

Event description:
Certified diabetes educator contacted dexcom technical support on (B)(6) 2015 to report no audio output from a dexcom receiver on (B)(6) 2015. No medical intervention or injuries were reported. Additionally, at the time of the call, dexcom technical support had the certified diabetes educator test the "try it" feature. Certified diabetes educator reported no audio was heard.